Manufacturer narrative:
H10: internal complaint reference number: (B)(4).

Event description:
It was reported that, during an adenoidectomy procedure, the metal wire of the procise xp coblator wand broke and could not generate plasma. Surgery was completed with a back-up device instead. There was a surgical delay of less than 30 minutes, and no further complications were reported.

Manufacturer narrative:
H10: the information received by the manufacturer has been re-evaluated for MDR reporting and it was determined that this case does not meet the threshold for reporting and is a non-reportable event. Per an additional response from the customer, it was clarified that the metal wire had melted rather than fractured and no fragments fell into the patient¿s body, no intervention was necessary and no other complications were reported. If further details are provided confirming the occurrence of a reportable event, our files will be updated accordingly and a further report submitted outlining both the event details and our investigations performed.

Event description:
It was reported that, during an adenoidectomy procedure, the metal wire of the procise xp coblator wand melted, and could not generate plasma. No pieces fell into the patient's wound. Surgery was completed with a back-up device instead. There was a delay of less than 30 minutes, and no further complications were reported.